Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. After deployment of the aortic body graft, the physician encountered difficulties cannulating the contralateral gate, and the patient was converted to an aorto-uni iliac (aui) with a fem-fem bypass to maintain flow to the limbs. The cause of the cannulation difficulties is indeterminate but may be the result of compression of the contralateral leg of the aortic body graft and/or calcium on the posterior wall of the aorta; however, this could not be definitively confirmed.

Manufacturer narrative:
Remains implanted.